Event description:
It was reported that during a trial procedure, the patients heart rate increased rapidly. The trial was stopped and the patient was sent to the emergency room. The physician successfully placed one lead and the patient was doing well. Additional information was received that the patients increase in heart rate was not device related.

Event description:
It was reported that during a trial procedure, the patients heart rate increased rapidly. The trial was stopped and the patient was sent to the emergency room. The physician successfully placed one lead and the patient was doing well.